Event description:
A male pt having cardiac catheterization with star closure device per a dr. Device was deployed too early causing the sheath to kink and therefore, it started to shred. Manual pressure was held, patient did develop a hematoma but no other complications.